Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Update 8-11-15 x-rays rec'd on a disk. The received x-rays were reviewed via (B)(4). All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address infection. Update recvd 5/19/2015- clinical report states patient was revised to address infection. Update rec'd 06/17/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The records indicate the patient was experiencing acute pain. Upon revision there was gross pus within the knee. The patellar button was well fixed with minimal wear and minimal polyethylene synovitis. At this time the patient's patellar component is being reported for wear.